Manufacturer narrative:
Vyaire complaint number: (B)(4). Results of investigation: a vyaire service technician was able to duplicate and confirm the reported complaint through the events log and duplicated during investigation. The root cause was determined to be a defective flow sensor. This is a known issue and was corrected under CAPA 1133, eco 67148.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator passed est but does not ventilate. The customer advised there was no patient involvement associated with this event.